Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during power-up test. Force sensor was out of calibration. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: pump will be converted. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was showing force sensor failure out of box. No patient injury was reported.